Manufacturer narrative:
Block h6: device problem code a0401 captures the event of catheter broken. Block h10: investigation result : a photo was submitted by the customer showing that the catheter was broken. A visual examination of the returned device found that the catheter was broken in the distal section which showed evidence of the catheter being bent. It was also noted that the residues of the procedure was noted inside the balloon. This problem could occur due to factors encountered during the procedure, such as application of excessive force during the handling or usage of the device and forcing the device against significant resistance could result in device damage or loss of functionality. The most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, it was noticed that the balloon catheter was broken, which was confirmed via a photo submitted by the customer. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, it was noticed that the balloon catheter was broken, which was confirmed via a photo submitted by the customer. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be okay.